Event description:
It was reported that an alert for charge limit reached was observed via remote transmission. A recent transmission review showed normal capacitor maintenance, but the optimization phase being performed after on the turbo reform failed. It was recommended to see the patient in clinic for further evaluation also consider device replacement due to the unexplained timeout.